Event description:
It was reported to philips that suite pc failed to boot; diagnostics indicated hdd or suite pc issue on a azurion 7 b20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the suite pc mdp and returned the system to clinical use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).